Manufacturer narrative:
When investigation is completed, I will file a supplemental report.

Event description:
It was reported that staples do not clip over vessels and if and when they do, they cross over, not directly closed clip. No pt injury.